Manufacturer narrative:
The field service engineer (fse) found that the customer had bent the vacuum nozzle. The fse replaced the vacuum nozzle and performed a system prime, instrument checks, calibration, qc, and precision testing. All results were within specification. The investigation determined that the issue found by the fse was the root cause of the event. The investigation did not identify a product problem.

Event description:
The initial reporter questioned high results for multiple patient samples tested for electrode, sodium (na) on a cobas pro ise analytical unit. The customer replaced the electrodes. The field service engineer (fse) found a bent vacuum nozzle. The fse replaced the vacuum nozzle and performed a system prime, instrument checks, calibration, qc, and precision testing. All results were within specification. After the service visit, the customer repeated 98 patient samples; the initial results for 27 patient samples required corrections. Discrepant results were provided for 1 patient sample tested for na and potassium (k). The initial na result was 154 mmol/l. The repeat result was 142 mmol/l. The initial k result was 4.6 mmol/l. The repeat result was 5.30 mmol/l.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided.